Manufacturer narrative:
Evaluation in progress, but not concluded.

Event description:
During use of the device for a surgical procedure, the user reported the sternal saw did not cut well. As a result, the cut was in a zig-zag pattern instead of a straight line. The user was able to close the pt, but with increased difficulty. The user reported the surgical procedure was completed in a routine fashion and the pt was not harmed. The user feels that if the procedure was lead by an unexperienced surgeon, the cut may have been more severe and could have potentially injured the pt's ribs.